Event description:
(B)(4) clinical study. It was reported that post a percutaneous coronary intervention, in-stent restenosis occurred. (B)(6) 2012 the patient presented due to silent ischemia and was referred for cardiac catheterization. The 90% stenosed and 22 mm long de novo target lesion was located in the distal left anterior descending artery with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and placement of a 2.25 x 24 mm promus element plus study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013 a 90% in-stent restenosis of the study stent was noted in the distal left anterior descending artery. This was treated with balloon angioplasty and placement of a 2.25 x 26 mm non bsc drug eluting stent stent, with 10% residual stenosis. In-stent restenosis was also noted of two promus stents (2.25x38 mm and 2.25x12 mm) in the mid to distal segment in ramus which was treated with balloon angioplasty. The same day the event was considered as resolved, the following day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).